Event description:
It was reported that a tego connector was found to have a flow issue. It was stated in the report the dialysis staff observed that ¿increased pressure - flushing but upon connection pressure up; arterial/ venous access not identified¿. The issue was noted during use on a patient; someone became aware of the issue when observed by the clinical staff as part of the dialysis procedure. No medication was used with the product. The product was not reprocessed or re-sterilized prior to use. The product is contaminated with biohazard or chemotherapeutic agents. There was no patient harm reported.

Manufacturer narrative:
Received one (1) used. List # d1000, tego® connector; lot #unknown. The seal was observed to be torn and collapsed. The reported complaint of dislodged plastic could be confirmed. The returned sample was observed to have a collapsed seal. The probable cause of resistance during hemodialysis disconnection is due to variation in tego seal material which has a direct impact on the functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.